Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders were microscopically inspected and showed wear at fold in the middle and distal end of the cylinder. Both cylinders passed the leakage testing. The pump passed visual inspection and leakage testing. The pump did not pass the activation testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.